Event description:
It was reported that during implantation of the implantable cardioverter defibrillator (ICD), while trying to induce the patient during defibrillation threshold (dft) testing, they were having difficulties inducing the arrhythmia, and train pacing at 5 volts and 380 milliseconds could not get consistent capture. The patient was also self-converting out of the induced ventricular fibrillation (vf). The pacing train was changed to 7.5 volts at 420 milliseconds to capture and it worked. Dft testing was successful. The non-consistent capture was thought to be due to the pacing rate being too fast. The ICD system remains in service. No adverse patient effects were reported.